Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. An alternate knife was used to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received by a company affiliate that has not yet been received by manufacturing for evaluation. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released in accordance to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the customer's final lot. The root cause for the defects experienced by the customer cannot be determined because the sample has not yet been received by manufacturing for evaluation and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria. The exact root cause for this complaint is unknown since a sample has not yet been received by manufacturing therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as burrs, dull and blunted cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A training presentation on handling techniques was prepared and provided to the facility in december, 2014. An effectiveness check was performed in march, 2016, and determined that there was a significant reduction of dull blades for this account after the training. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).